Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 185 mg/dl am fasting on (B)(6) 2022. The customer¿s expected am fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/20/2022 and test strips have been opened for longer than four months (expired; exact open date not provided). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call (B)(6) 2022. To ensure that the initial concern was resolved - able to establish contact with customer who stated the initial issue has been resolved and that he is comfortable with the glucose readings from the product.

Manufacturer narrative:
Sections with additional information as of 20-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause : mlc-006: passed expiration date.